Event description:
Same case as MDR 2134265-2012-07555. It was reported that during a stenting treatment procedure, the stent migrated. The lesion being treated was located in the svg of the obtuse marginal. The lesion was predilated, and then the physician implanted a 4.0x16mm promus element plus stent in the ostium of the saphenous vein graft to the obtuse marginal. The physician then advanced a 4.0x12mm promus element plus stent delivery system to the target lesion; however the stent dislodged from the system. The physician then advanced an unknown balloon catheter to try and retrieve the dislodged stent causing the 4.0x16mm promus element plus stent to migrate. Both stent were successfully removed and the procedure was completed with a different device. No further complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).